Event description:
It was reported that an occlusion alarm occurred. Customer performed the loading process to address the issue and successfully resumed insulin on the pump. There was no adverse impact to customer¿s blood glucose level.